Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge no longer slides on the pump guide rails properly. The customer stated that the cartridge did not fully engage with the pneumatic tap; however, it was engaged enough to operate for approximately 24 hours at which time an altitude and occlusion alarm occurred. The customer's blood glucose level was 154 mg/dl. The customer was unable to clear the altitude alarm. The customer reverted to using a non-tandem pump to manage diabetes. After troubleshooting with tandem technical support, a cartridge o-ring was found to have been left on the pneumatic tap. After removing the o-ring, the customer successfully loaded a cartridge and insulin delivery was resumed.